Event description:
User alleges that while using the hotline for a blood transfusion they noticed a red tint in the water tank reservoir at the end of the procedure. There was no injury to pt or clinician reported.